Event description:
The pt had the device placed on 08/27/98. The pt remained in the hosp for 24 hours following tube placement and was then transferred to a nursing home. Between day 2 and day 6 postplacement, the pt developed erythema and drainage around the tube. Physician noted the tube was pulled deep into the abdomen. During an attempt to reposition the tube, it was pulled out, also noted was an infected subcutaneous tract near the stoma. Physician believes the tube was not secured against the gastric wall as it should have been allowing movement of the tube and escape of gastric contents into the peritoneum. Antibiotics were administered. An abdominal binder was placed to prevent the pt from pulling the tube. The physician believes secretions and body heat caused the tube to slip, and the skin disk did not hold the tube in place.